Event description:
It was reported by service report that the zoom head end covers are broken presenting sharp edges and the zoom function is intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: zoom handles.